Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
During surgery, the leg screw insert broke. If the implant backup used is from smith and nephew, is unknown. No delay was reported and no injury to patient.